Manufacturer narrative:
Reportable malfunction with inomax dsir plus ds20170165 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery stopped alarm occurred as the monitored nitric oxide (no) value (i.e., actual value: 133 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for a failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 1817 counts) was observed. Although identified in the service log, the regional service center (rsc) did not experience a delivery stopped alarm during testing. The root cause for this occurrence was likely due to a malfunctioning no sensor. As a result, the device's no sensor was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A customer located in the united states contacted mallinckrodt on (B)(6)2025 to report they experienced a delivery stopped with their inomax dsir plus device while a patient was receiving inhaled nitric oxide (no) therapy. The device was switched off the patient and a backup inomax dsir plus device was utilized. There was no report of patient harm associated with this event. The complaint device was returned to mallinckrodt for investigation. During a routine service log review, a mallinckrodt employee discovered that a delivery stopped alarm had occurred due to a nitric oxide (no) concentration greater than 100 ppm followed by a failed low no sensor calibration. As a result, these service log findings meet the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled no at the time of the incident.